Manufacturer narrative:
(B)(4): the stent delivery system (sds) with stent was visually, tactilely and microscopically examined and no damage was found along the entire shaft length of the device; however, distal stent damage was found. Contrast was visible in the distal shaft of the device which is consistent with the device being used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure the 2.50x20mm taxus liberte stent was unable to cross the lesion in the severely calcified left anterior descending artery (lad). The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported. However, returned product analysis revealed stent damage.